Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having a problem with their stimulator. The patient stated that they had an infection that seemed to go along the lead wires and under the implant. They are working on resolving the infection. It was noted that the infection was much more under control but they were still having pain at the implant site. The patient was hospitalized/admitted to the hospital on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.